Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- (B)(6) hospital the device was returned to olympus for evaluation, and the evaluation found that the objective lens tip had a cover glass contact. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the rigid scope had damage to the light guide mounting port, causing separation. It is unknown when the event occurred. There were no reports of patient harm.